Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hand assist anterior resection procedure, the malfunction staples did not hold. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received void of staples, with the washer uncut and with the knife recess below the reload deck, this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.